Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were not confirmed. Based on the results of the investigation, a root cause could not be determined as the reported issues were not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a b30 and e216 error. The issue occurred during service/maintenance. There were no reports of patient involvement.